Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation manufacture observed that air inlet filter was missing. The manufacture also observed a heavy amount of dust-like contamination with potential hair-like particles on the top enclosure, on the right-side panel in the air inlet, dried liquid spots were observed on the left side panel, bottom enclosure, blower motor and along the airpath of the blower housing and sound abatement foam. Manufacture also observed a light scratch on the left side panel. A large cut-like scratch was observed across the bottom enclosure. Potential hair-like particles were observed on the interior side of the blower cap, in the iso port, on the impellor of the blower motor, in the base of the blower housing, and on the sound abatement foam and observed a whitish contamination on the blower outlet bellow. Dried liquid spots were observed on the bottom of the blower motor. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having liver cancer. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.